Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. FDA notified?: the initial reporter also notified the FDA on 2020-06-12 via medwatch # mw5094838. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 bd precisionglide¿ needles were defective and blocked medication flow. The following information was provided by the initial reporter: "indication - selective deficiency of immunoglobulin g [igg] sub classes used with hizentra. Patient stated that 2 of the lines for her 4 site needle set was defective. No issues in the past. The medication was not flowing in 2 of the lines."